Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they received a message rm04 when they were recharging the ins. Patient mentioned they started recharging the ins with excellent quality of recharge and after a couple of minutes they received the message. They said they reset the controller but the issue still persisted. During the call patient reset the controller. Patient cleaned the controller port and recharger. They also confirmed there was no damage with the controller port, recharger, battery compartment/pack pins. Patient start recharging the ins and got excellent quality of recharge. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the patient to call back if issue still persisted.medtronic rep called back stating patient texted them today that they had intermittent charging issues when recharger cord moved. The rep did not know when the issue started and did not have patient or equipment with them. Made an outbound call to the patient. Patient reported the issue started months and months ago and they called about it. Patient reported charging issues and having to reset the controller. It will work for 5 minutes and patient cannot charge much. When they called about it, they had patient blow on parts and look at everything. Now when patient inserted the cable they get intermittent connection, it won't recognize the implant. Patient spent so much time and effort to trying to get it to work. Patient tried sitting or standing and holding it up. If patient held the controller straight up, it showed excellent. If patient moved it down, it goes out. Patient saw no damage but recharger paddle looked worn. A request was sent to repair to replace the recharger. Patient also mentioned they also started noticing that all of asudden the stim was buzzing patient really high without patient changing the position and it really wakes patient up. Patient also provided a new address.